Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 69-year-old-male patient in the department of radiotherapy for abdominal tumors experienced a 10cm 8cm swelling with tenderness appeared around the infusion port. The skin color around the infusion port was normal, and the skin temperature was normal. The reporter noted that the patient had an infusion port inserted on (B)(6) 2023 and had experienced no reactions for more than a year of use. On (B)(6) 2025, the patient's infusion port was fixed and unobstructed and blood could be drawn back. Anti-tumor pretreatment was performed at 9:59 without any special discomfort. At 16:38, 500ml of 5% glucose injection plus 130mg of oxaliplatin injection was intravenously infused for anti-tumor treatment and the patient reacted 10 minutes later. The infusion was stopped immediately, and the attending physician and nursing team leader were notified, and the patient was advised to rest in bed. After the acting head nurse consulted with the experts of the intravenous therapy specialist team, the needle was removed after blood was returned through the original needle, the site and range of the extravasation were recorded, and lidocaine + dexamethasone injection was given for local drug blockade treatment as ordered by the doctor, and the patient was covered with a transparent convalescent patch. At the same time, the anesthesiology department was consulted to assist in the treatment, and the handover was done well. The local skin changes of the patient's infusion port were closely observed, and the patient was advised to rest in bed and avoid strenuous exercise. The patient was comforted and provided with psychological counseling.

Manufacturer narrative:
The device history record for the suspect device was reviewed. No discrepancies or anomalies were observed during the manufacturing of this lot. The suspect device was not returned for evaluation. Without the return of the samples the reported malfunction could not be confirmed, and a probable cause was unable to be determined.